Manufacturer narrative:
Additional information was received that no aortic dissection, nor a ring rupture, nor ventricular cracking were observed on the echocardiogram. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-29, serial/lot #: (B)(6), ubd: 27-sep-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that three days following the valve implant, cardiac decompensation associated with a transition of rapid atrial fibrillation had occurred. Intravenous medication was administered and cardioversion occurred with report of favorable evolution. As reported, the cardiac decompensation was initially attributed to the procedure. Additional information was received which then indicated that the reported cardiac decompensation episode was probably related to the procedure and probably related to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that shortly after the implant of a transcatheter bioprosthetic valve, a cardiac tamponade was identified. Intravenous therapy medication was administered, and an emergent puncture/catheter intervention was performed. A cardiac ventriculography and angiography confirmed a pericardial effusion, ¿ring¿ rupture, and aortic dissection or ventricular ¿cracking¿. Further monitoring was performed and no abnormality was found. No further intervention was required. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the reported the cardiac tamponade had resolved the same day as onset. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 20 minutes following the implant of a transcatheter bioprosthetic valve, tamponade was identified. Intravenous therapy medication was administered, and an emergent "catheter intervention" was performed. Visualization was appreciated via ventriculography and angiography. A pericardial effusion, ¿ring¿ rupture, and aortic dissection or ventricular ¿cracking¿ were noted; however, it was determined an emergent surgical intervention was not indicated. There was no abnormality observed. The patient was returned to the ward in stable condition and under monitoring. No additional adverse patient effects were reported. Additional information indicated the delivery catheter system (dcs) has been advanced through the right femoral artery. The injury to the left femoral vein injury was not attributed to a medtronic product. It was reported that a post implant balloon aortic valvuloplasty (bav) was performed with a 25mm edwards balloon. No additional adverse patient effects were reported. Additional information was received that an active bleed from the right external iliac artery occurred. Three units of blood were transfused. Further, no aortic dissection, nor a ring rupture, nor ventricular cracking were observed on the echocardiogram. No additional adverse patient effects were reported. Additional information was received which indicated that the reported the cardiac tamponade had resolved the same day as onset. The previously reported right external iliac artery injury was not attributed to a medtronic product and had resolved two days following the procedure. Three days following the valve implant, cardiac decompensation associated with a transition of rapid atrial fibrillation had occurred. Intravenous medication was administered and cardioversion occurred with report of favorable evolution. As reported, the cardiac decompensation was attributed to the procedure. No additional adverse patient effects were reported. Additional information was received which then indicated that the reported cardiac decompensation episode was probably related to the procedure and probably related to the valve. No additional adverse patient effects were reported. Additional information was received that the cardiac decompensation was resolved five days after onset.

Manufacturer narrative:
Updated data: b5. Sixth paragraph added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.